Manufacturer narrative:
(B)(4). Date sent: 02/04/2021. D4: batch # u5d88u. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2020. One video received. Upon visual inspection of one video, the following was observed: the video shows a device with a white reload loaded. At the 00:09 mark a piece of tissue is placed between the jaws. At the 00:11 mark the device is fired. At the 00:12 mark the device is removed and bleeding was noted. However, no malformed staples could be observed. Based on the video the event described of hemostasis is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4); batch#: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an donor nephrectomy on an artery, after the stapler was fired, it was removed and there was a lot of bleeding. It seemed that the staples did not form. The surgeon says it seemed like the staples were formed at the side of the kidney, but not on the side of the aorta. Coagulated with bipolar forceps to stop bleeding. No blood transfusion was required. It's unknown whether there were any patient consequences. No additional information is available at this time.